Event description:
Event description guidant received information that this implantable transvenous defibrillation lead implanted on 6 june 2001, was explanted on 22 december 2003, when it was suspected to be fractured subsequent to inadequate delivery of therapy. It was reported to guidant that the patient sustained an episode of ventricular fibrillation in which therapy was inadequately delivered and manual resuscitation was performed. The physician subsequently verified a lead fracture due to clavicular crush. The device and lead system were both replaced.